Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string was missing upon removal and she was unable to remove the pessary. Four days later she began to experience difficulty urinating and tried to remove the device again. She was able to manually remove the pessary and her symptoms resolved. She has not experienced any other unusual symptoms and did not seek medical attention.